Event description:
Customer reported a missed anti-duffy a on a patient sample tested on the galileo with capture-r ready ID (crrid).

Manufacturer narrative:
Unable to obtain customer's instrument images; the customer was unsure of where archive disks were located. The reactivity of the fya antigen on was confirmed on retention crrid, lot id117. This was the same lot of crrid used by the customer. Customer did not have any sample to return for in house investigation. Unable to obtain instrument images.